Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
D10: concomitants: (B)(6), 101-45-20 - 4.5mm drill bit 20mm. (B)(6), 170-32-93 - biolox delta femoral head 32mm od, -3.5mm. (B)(6), 180-65-25 - alteon 6.5mm screw, 25mm. (B)(6), 186-01-50 - integrip cc, cluster 50mm, g1. (B)(6), 188-00-05 - wedge plasma s/o sz 5. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 69 yo female patient, initial right hip implanted on (B)(6)2018, underwent a revision procedure on (B)(6)2023, approximately 5 years 1 month post the initial procedure. The patient complained of pain. The surgeon exchanged the head ball liner. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No device returns anticipated due to the hospital¿s chain of command. No further information.